Event description:
Additional information was received that the right ventricular (rv) lead exhibited noise. A x-ray confirmed a lead fracture in the clavicular first rib region. Subsequently the rv lead was surgically abandoned and the device was explanted for normal battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance. Additional information indicates that no additional information is available at this time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.